Manufacturer narrative:
Findings: unit passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer was treated for the low blood glucose with food. Customer states the reservoir was not manipulated while connected to the insulin pump causing the low blood glucose levels. Customer stated that the drive support cap was normal. The product was returned for analysis.